Manufacturer narrative:
An event regarding fracture involving an unknown screw was reported. The event was confirmed. Method & results: device evaluation and results: device inspection was not performed as no devices were returned. Medical records received and evaluation: the issue then has become that the service life of the implant is not anymore limited by the limited survival of the patient him/herself but by fatigue phenomena in the devices. Such procedures thus should be regarded as temporary relief for patients with periodical renew surgery required after problems occur. The technical challenges for design of appropriate devices are however huge and cannot yet be completely solved with current technology. As such could this failure be considered as an end of practical service life condition of the device requiring revision when problems arise such as in the current case. As discussed, this case is not device-related but associated with the limitations of these devices to survive under conditions of extreme load where today most of these patients have better survivorship than their implanted devices would ever allow. Revision surgery is still in the planning phase, so no implants are available at this time for investigation. Materials investigation usually provides very valuable information regarding failure mode, especially in cases of device fracture such as current one. Additionally, materials and/or manufacturing related matters can be excluded with more certainty although in the current information no evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon an adverse mix of patient-related and procedure-related factors provides a plausible explanation for the failure event of this case where the cause of overload external to the device would not support device-related factors to be active in this case. This pi case is not device-related. Procedure-related factors: end-of-service life condition of the device. Stress-shielding of bone around stiff metal devices is a physiological bone reaction that can only partly be influenced in current state of device technology and is generic to all stiff metal devices implanted in any cortical bone. Patient-related factors - large segmental resection for quite likely malignant bone tumour causes an extreme load level on the implanted devices. Device-related factors: none. Device history review: could not be performed as the reported device details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions: the medical review indicated that a large segmental resection for quite likely malignant bone tumour has contributed to an extreme load level on the implanted devices where natural stress-shielding of bone around stiff metal devices has caused gradual bone resorption near the transition of intramedullary stem to bone with ultimately a fatigue fracture of implanted screw and flange plate as initial stage of total failure. The exact cause of the event could not be determined due to insufficient information received. However further information such as product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The hmrs was implanted on (B)(6) 2009. It was confirmed by an annually follow up. The patient visited the hospital due to pain. It was found on (B)(6) 2017 that a screw was broken. In this time, the patient is stable and will be revised next month.